Manufacturer narrative:
The investigation determined three non-reproducible vitros amon results were obtained from non vitros controls using vitros amon reagent on a vitros 4600 chemistry system. The most likely assignable cause of this event is an instrument event related to micro slide incubator contamination. An ortho field engineer performed an incubator decontamination procedure, including cleaning/replacing the incubator evaporation caps and slots, to return the instrument to expected operation. Following this activity, acceptable vitros amon performance was observed.

Event description:
A customer obtained non-reproducible vitros amon results from three different quality control (qc) fluids using vitros amon reagent on a vitros 4600 chemistry system. Qc fluid 1: vitros amon result 115.2 umol/l versus expected 197.7 umol/l. Qc fluid 2: vitros amon result 93.9 umol/l versus expected 69.08 umol/l. Qc fluid 3: vitros amon result 154.8 umol/l versus expected 218.5 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros amon patient sample results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).